Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had gradually increased thresholds and the thresholds were now high. The lead was removed and replaced. It was also reported that the existing device did not work with the new lead. Follow-up was conducted and from the information obtained it was reported that the device would not pace. The device was removed and replaced as well. No patient complications have been reported as a result of this event.